Event description:
The customer reported the gastrointestinal videoscope had insufficient angulation. There was no reported patient harm or impact due to this event. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During device testing, the reported issue was confirmed; the bending angle in the up direction did not meet with specifications. In addition, the up/down knob had excess play due to worn angle wires. Functional testing showed that the device was not water tight due to a pin hole on the channel. Device examination found the following issues: the bending section cover adhesive was chipped, cracked and had a cloudy area; the suction cylinder was sheared, likely from scraping with a cleaning brush; the universal cord was scratched; the adhesive around the objective lens was peeling; the adhesive around the light guide lens was peeling; the connector cover had a burn; and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.